Manufacturer narrative:
(B)(4). Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump got damaged at reservoir compartment. The customer's blood glucose was 166 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.